Manufacturer narrative:
(B)(). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e1305 renal impairment.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient experienced dizziness, confusion, and was sweating. The cgm was reading 90 mg/dl and the bg meter was reading 30 mg/dl. The patient¿s wife treated the patient with juice and called an ambulance. The paramedics gave the patient an ¿IV infusion¿ to bring his bg level up. He was then transported to the hospital. When he arrived at the hospital, his bg meter reading was 200 mg/dl. He was admitted due to kidney issues caused by his bg levels. He was in the hospital for three days. He was rehydrated and monitored until his kidney function stabilized. The patient was in stable condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.